Event description:
It was reported "letters and marketing are coming off with tape". Unknown when issue was first identified. Unknown patient condition at time of report. Multiple attempts for additional information to the customer have been unsuccessful.

Manufacturer narrative:
Qn#: (B)(4). No sample was returned for evaluation; therefore five representative samples were taken from production at the manufacturing facility and testing was conducted to determine the effects of chemicals (ipa, mek, mk72, hand gel, lidocaine) towards the tube markings. It was determined that the application of mek and mk72 could completely remove the tube markings. If the user is using one of these 2 chemicals the defect as mentioned could occur. The complaint could not be confirmed as no sample was returned. It is not known why the tubing marks would have been erased. There have been no changes in terms of ink composition and process at the manufacturing facility that could cause the ink to fade. It is advised that user should adhere to the precautions stated in the IFU.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "letters and marketing are coming off with tape". Unknown when issue was first identified. Unknown patient condition at time of report. Multiple attempts for additional information to the customer have been unsuccessful.